Event description:
It was reported that during the ablation in the posterior wall of lpv (from 120 to below 70), blood pressure was dropped rapidly. The ablation was done point by point with 25w/30seconds. Pericardial effusion was confirmed by echo. After drainage and medication, blood pressure returned to normal value. The patient was followed up in ICU for a day. According to the customer, the causality of adverse event was possibly procedure related and unrelated to device. The patient's condition was improved.

Manufacturer narrative:
The concomitant products: c3 external reference patch: model #: d-1283-02, lot# unknown (disposed); coolflow tubing set: model #: d-1233-01-s, lot# unknown (disposed); c3 interface cable - therapeutic: model #: d-1286-04-s, lot# 15377691l (disposed); lasso w/ auto ID: model #: d-1220-82-s, lot# 15427551l (disposed); c3 nav variable lasso: model #: d-1290-01-s, lot# 15509863la (disposed). (B)(4).